Event description:
It was reported that during preparation for a percutaneous coronary angioplasty (ptca) procedure, stent damage occurred. While unpacking the 2.25 x 24mm taxus liberte drug-eluting stent, it was observed that the stent was damaged. The procedure was not completed due this event. No patient injury or complications were reported. The patient's condition was reported as well.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The device with the stent on the balloon was received and a hypotube fracture and stent damage were observed. The catheter exhibited a hypotube fracture located 68.1 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site, the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The cause of the original kink or the subsequent fracture could not be determined. Visual examination of the stent revealed damage to the proximal and distal ends. The proximal and distal stent struts were bent. The balloon was visually and microscopically examined and no visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the reported complaint is unknown.